Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: a review of the pump¿s black box showed that the last basal delivery was on (B)(6)-2018. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.